Event description:
The account generated a negative result with the testpack plus hcg urine assay using a random urine and testpack plus hcg combo assay using serum. The eci hcg was 240 miu/l. Ectopic pregnancy was confirmed by surgery. No impact to patient management was reported.